Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 4/9/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position, but nut was observed not locked. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. Lens was also observed stuck in cartridge and the leading haptic was observed not folded. As part of the visual inspection, the preloaded device was disassembled to address the complaint issue reported. The plunger and pushrod were observed in good condition. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. The assembly between ¿crown¿ of nut and pushrod wings were observed in good condition. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation requests has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that preloaded intraocular lens got caught up and could not come out of the nose cone. There was patient contact with the lens. There was no incision enlargement, no vitrectomy, no sutures required, no patient injury. No further information provided.